Event description:
It was initially reported that the device had logged two potentially critical fault codes. The device was then tested a second time where it was observed that it would not recognize the defibrillation therapy cable when connected, and would give a "connect electrodes" alert. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.